Event description:
It was reported via repair work order that the base will not retract in powered or manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.